Event description:
(B)(4). The caller states that one of the spokes has broken on the rear right side of the chair. The caller has no further information to provide.

Manufacturer narrative:
Additional information will be added as it becomes available.